Manufacturer narrative:
Investigation summary: bd received photos for investigation. Evaluation of the 8 photos indicated a poor gel barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Complaints for sample quality were not under statistical control for the month of november 2025, additional testing was performed. Factors that may contribute to poor barrier separation was evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that when using bd vacutainer® sst¿ii blood collection tubes, there was in poor barrier separation leading to rbc in the gel in 10 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ii blood collection tubes, there was in poor barrier separation leading to rbc in the gel in 10 devices. No adverse impact was reported regarding the patient or user.